Event description:
Per the audiologist, after the surgery, the patient remained hospitalized for four days due to severe dizziness. He still has some imbalance and unsteadiness when walking. Results of an integrity test done in 2008 suggested normal receiver/stimulator function. There has been no x-ray or CT scan done but testing at the clinic suggests the possibility that the electrode array is not fully inserted into the cochlea. Reprogramming has been recommended.

Event description:
Per the clinic, the patient¿s fixture extruded and fell out. Information on reimplantation was not available at the time of this report.

Event description:
A customer reported they observed a crack in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6) 2010, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)